Event description:
It was reported that during routine check,the cs100 intra-aortic balloon pump (iabp) electrical test code failed 50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
(Event site postal code - (B)(6). Additional contact information:(B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had observed the same. Actually the fse had cross checked the motor control pcb with working one and it was being found that the machine is working ok. In conclusion it was being found that the "motor control pcb" is defective and it needs to be replaced. Therefore only the fse had replaced the pcb, motor controller and performed all the functional successfully. It was being observed the machine for more than 3 hours without any problem. The machine had been handed to the customer in working condition.